Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during the trialing process of a knee arthroplasty, the provisional fractured. The procedure was not delayed, the fractured portion was retrieved and there was no harm to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were pt ID ¿ (B)(6), lot, device available for evaluation: yes, feb 8, 2017, device evaluated by manufacturer: no, device manufacture date: 11/20/2013. (B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-01621. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture across the right condyle. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.